Event description:
The report received through the legal department indicated that the patient had a cypher stent implanted during the index procedure following an acute myocardial infarction (ami). The stent was implanted in the distal right coronary artery (rca) target lesion. Subsequent to the procedure, the patient experienced a stent thrombosis and mi causing serious personal injury and requiring substantial medical treatment and/or the requirement of lifetime plavix therapy. No additional information is available.

Manufacturer narrative:
Please note that the event date is unknown. The device remains implanted in the patient and is not available for inspection. Updated cc: the complaint received states that post cypher stent implantation the patient suffered an mi (myocardial infarction) and in-stent thrombosis. Information received from the legal department: the patient underwent cardiac surgery on (B)(6) 2004. During this operation, a cypher stent was implanted in his coronary artery. The stent was placed in plaintiff's distal right coronary artery. The plaintiff received stents following an acute mi. After implantation of this stent, plaintiff suffered a subsequent thrombosis at the site of the stent(s) causing serious personal injury and requiring substantial medical treatment and/or the requirement of lifetime plavix therapy. The stent remains implanted thus unavailable for analysis. There is no sterile lot number information available thus no DHR could be performed. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. It is unknown if the patient was maintained on an asa and plavix regimen as per the IFU. In this case the stent was implanted in the face of an acute mi, thus increasing the likelihood of potential adverse events occurring associated with interventional procedures. Review of the limited information does not allow for an accurate conclusion regarding potential contributing factors; however, the indication for the procedure does increase the chances of adverse events occurring. Please note that this is the initial/final report for this product.